Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
It was reported that the drain chamber was filled with sterile water. The patients pneumothorax resolved three hours after the chamber was filled. During the night water was observed on the floor near the chest tube and the water seal chamber was noted to be empty.

Manufacturer narrative:
Based on the details of the complaint it is possible that the drain had a bad connection to the patient line and the fluid on the floor was not water. The fill side, if the drain were to have been leaking due to a bad seal, would have been leaking on the fill side of the drain. The investigation was unable to determine the cause of the complaint based on the details of the event. The chest drains are 100% pressure tested in manufacturing to ensure the integrity of the product prior to shipment. The complaint details indicated that there was water on the floor near the chest tube. If this were the case it is possible that the patient drain line was leaking. Without the actual drain a root cause of the complaint cannot be confirmed. The lot number of the chest drain was not provided, therefore a review of the device history records could not be performed to ensure the chest drain met all quality inspections and performance criteria. Clinical evaluation: the instructions for use (IFU) states water seal and suction control chambers must be filled to prescribed levels prior to use and should be checked regularly to confirm proper operation. Replace chest drain if damaged or when collection volume meets or exceeds maximum capacity. The IFU also states that patient tube connections, water seal, and suction control chamber should be checked regularly to confirm proper operation. Chest tubes are inserted for patients with chest wall injuries, punctured lung tissue, and those requiring thoracotomy. Care of the patient with chest tubes includes observing for drainage characteristics, signs of a resolving air leak and prevention of infection. It is imperative that chest drainage systems and patient status be methodically assessed at frequent and regular intervals. The system must be checked for loose connections, tubing security and presence or absence of air leak. Other inspections include kinking of the tubing, dependent loops, closed clamps, color and character of the drainage, the rate of drainage, the water seal, bubbling (continuous or intermittent) and the negative pressure indicator.